Manufacturer narrative:
Date of event is estimated. During processing of this incident, multiple attempts were made to obtain complete event, patient and device information. No additional information was received.

Event description:
It was reported that patient had their stimulator removed due to infection. An abbott representative reported that no further information was known or provided.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.